Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from the patient reported that they had a loss of therapy and did not have relief like they did in the trial. In the trial they could "wipe his own rear end" and had "up and down pain" changes in pain since of their implantable neurostimulator (ins). The patient noted that they had fell 3 days after implant of the ins and had fallen 3 times since. The cause of the falling was because the patient sometimes lost the feeling in their left leg. An x-ray was taken and it showed the right lead had moved up "one nodule". The patient was in the doctor's office 2 weeks prior to report (manufacturer's representative was also present) and was told by doctor that nothing had changed. The patient mentioned they had been adjust several times. Symptoms of a constant stabbing pain, hurting if they sat and rode in a car for 1-20 minutes were noted. The incision site also hurt and occurred within the first week of implant but the doctor told them it was from them "being in there and poking around". The doctor also told them to take 2 aleve per day and the issue should resolve in 5-6 weeks. The patient was on hydrocodone which was reduced to 2-3 a day along with going off the fentanyl patch for 60 days but had to go back on them because of the pain. They were now on a 12 mcg fentanyl patch and 6 hydrocodone per day. The patient mentioned that they had been in "crippling pain" for 2 years and did not want to be on pain medications. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported four months later that their device was causing more problems than it was helping. The ins did not work from the beginning, it caused the patient more pain to have it on. About two weeks after implant the patient lost his balance and fell again. The patient noticed more pain in his back. The patient's health care provider (hcp) told him to increase stimulation. Most of the time when it was on the left side stimulation was on 8.1v and right side was on 7.6v. The patient got to the point where he was hurting so bad, he was leaning forward to his left side. The patient could barely walk. One time the patient forgot to charge and the stimulation shut off ((B)(6)) and when it was shut off about (B)(4) of the pain went away instantly. Then the patient began testing it and charged it back up. When it was turned back on, the patient noticed days where it instantly caused him more pain and day where it did not cause any pain at all. The device helped the patient a little bit but when it caused more pain he would turn stimulation off. The company representative (rep) tried several times as long as 2.5 hours, but couldn't do anything because the leads had moved. The surgeon didn't want to agree the leads had moved even though x-rays showed the leads moved. One rep stated there was nothing they could do and another stated they could try figure out what they could do. It was thought that they might have increased stimulation too high. The rep tried hd programming where the patient didn't want to feel stimulation, one day he started feeling stimulation again. The patient had the ability to switch to other mode. When the patient started feeling stimulation, he started feeling pain again. The patient felt pain all the time, it was just a matter of increasing or decreasing stimulation. The patient thought the leads were floating around in his back. As a result, the patient had their ins removed about 6 weeks prior to the date of this report, either on (B)(6). The patient had a two day back surgery. At the end of the day, they did a 4 disc lumbar fusion and took it out. The patient stated that they had the external components and didn't know what to do with them. It was reviewed that the patient could donate the external components to their healthcare provider (hcp) office or back to the manufacturer. Some of this information was reported in manufacturer report # 3004209178-2016-18142. Any additional information will be reported in this manufacturer report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that no steps had been taken to resolve the loss of therapy/lead moving issue. The patient stated that they issue was not resolved (confirmed that the lead had moved) but noted that ¿no one says it¿s a problem¿. They noted the ins was off more than on these days. If additional information is received, a follow up report will be submitted.